Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found due to wear of angle wire, bending angle in up direction did not meet the standard value. Due to wear of zoom lever, water tightness was lost. Due to wear of angle wire, the play of up/down knob was out of the standard value. The adhesive on bending section cover had white clouded area. Adhesive on bending section cover had a chip. The plastic distal end cover had a scratch. The connecting tube had a scratch. The universal cord had a scratch. The grip was shaved. The image guide protector had a scratch. The protector of universal cord on suction connector side had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material in the suction channel. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the cause of the foreign material remaining was unable to be specified since whether reprocessing was practiced in accordance with instructions for use was unknown. The event can be detected and prevented by implementation in accordance with the below instructions for use: instructions for evis lucera gif/cf/pcf type 260 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for evis lucera gif/cf/pcf type 260 series, reprocessing manual, chapter 3 ¿cleaning, disinfection, and sterilization procedures¿ describes how to prevent the subject event. The customer confirmed they cleaned, disinfected, and sterilized the product before sending it to olympus. The customer did not know when the foreign material adhered to the endoscope or what the foreign material was. It is unknown if reprocessing steps followed the instructions for use. Olympus will continue to monitor field performance for this device.